Manufacturer narrative:
(B)(4). Concomitant medical products: 00434904011 glenosphere 40 mm diameter 63832898. The 00434901500 base plate 15 mm post length uncemented 63869252. The 0104223036 anatomical shoulder reverse, screw system, 4.5-36 2917145. The 0104223042 anatomical shoulder reverse, screw system, 4.5-42 2908167. The 00434901417 humeral stem 14 mm stem diameter 170 mm stem length sterile product do not resterilize 62415991. Examination of the returned device confirms the reported liner disassociation. The liner was found to be gouged and damaged to a point where dimensional analysis was not possible. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had complained of "crunching" in their shoulder, then a sudden increase in pain. Subsequently, the patient underwent a right shoulder arthroplasty revision, and the polyethylene liner was noted to be disassociated. No other additional information was provided.